Event description:
It was reported to philips that the deceive experienced a charge failure during operational check. There was no patient involvement. A customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing a charge failure during operational testing. Due to the noted issue, the customer biomed requested a replacement therapy pca to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. Per customer request, a replacement therapy pca was ordered and shipped to the customer site to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.